Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer had been experiencing ongoing low blood glucose (bg) levels (58-60s mg/dl) and carbohydrates were consumed to address the low bg. The contact did not know what was causing the low bg. The healthcare provider had adjusted the pump setting to address the low bg; however, the customer's bg did not increase. When the low bg occurred, the customer was "pulled out of class/recess" and received assistance. A pump system check was performed using the current supplies on the pump and no device issues were identified. Tandem technical support advised the contact to discuss the event with a healthcare provider.

Manufacturer narrative:
Product problem box unchecked.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate settings were slightly adjusted down over the month. Unable to confirm complaint. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of device malfunction.